Event description:
The customer reported latron failures on the vcs (volume, conductivity, scatter) module of the lh750 instrument. No erroneous results were generated in association with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the light scatter (ls) preamp due to erratic pulse amplitude (ls amplitude was low). The conductivity was adjusted and instrument verification was performed with no further issues. Upon recur of the failure mode, erroneous diff and/or retic results could occur. (B)(4).

Manufacturer narrative:
Additional information: the light scatter preamplifier board was returned to beckman coulter for evaluation and all electrical tests of the assembly passed. However, the resistor pot r16 of the assembly was very rigid and hard to turn, and the screw slot was worn out making adjustment almost impossible.